Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 65663, was returned and analyzed. Visual inspection of the balloon catheter showed the push button luer was broken. Smart chip verification indicated the catheter was not used. The catheter passed electrical integrity test and the performance as per specification. In conclusion, the balloon catheter failed the returned product inspection due to the broken luer. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.